Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
During surgical use, we were in a primary tha case with dr. (B)(6) at uchealth in denver, co on 12/01/23. The calcar planer blade broke while calcar planning the femur. The blade might have hit one of the retractors as to how it happened. The spiral pieces on the center of the blade itself fell off the shaft. Patient was fine, femur did not break.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.